Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-02282 and 2134265-2016-02489. It was reported that an automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled. During procedure, it was noticed that automatic pullback stopped halfway through. Reconnection was performed but the issue was not resolved. No patient complications were reported.